Event description:
During a procedure, the doctor experienced decreased vacuum/aspiration. They exchanged the handpiece and cassette, with no improvement. The system was exchanged, and the case was completed, with a delay of 40 minutes extended surgery time. No patient harm occurred. An additional 10 cases were cancelled. Two of the following cases had IV's started and drops were given.

Manufacturer narrative:
The company service representative examined the system and replaced the fluidics module for diagnostic purposes. The u/s controller was also replaced. The customer did not isolate the phaco handpiece and the I/a handpiece used during the case. The fluidics module and u/s controller will be returned for further evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).